Manufacturer narrative:
The complaint device was returned for evaluation. Initial visual inspection found no anomalies. Device evaluation identified that the device had intermittent power, the comport pins were pushed in. The comport pins were reset, the circuit boards were inspected, the device was set to factory default, the spo2 sample rate was set to continuous, the case was checked for damage, the device was cleaned, and it was tested on a simulator. The root cause was determined to be that the customer had pushed a comport pin into the device when connecting with their (B)(6). The comport pin contacted the interference foil shield and caused a short. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post purchase, the batteries were heating up. There was no report of patient harm. No additional information is available.